Manufacturer narrative:
On 11/19/2018, the mentor product analysis lab has received the device for evaluation on 11/28/2018, mentor completed the investigation on the suspect medical device. The device was received with no fluid. Yellow material was observed within the device. During a rent was observed on the anterior aspect, at junction of shell and patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this time is not possible to determine the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast reconstruction revision procedure with a mentor artoura breast tissue expander 850cc device that deflated after implantation. During a visit to the doctor¿s office, it was discovered that the device in the patient¿s right breast had collapsed. As a result, the patient will undergo explantation on (B)(6) 2018.